Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported high values when scanning the adc freestyle libre sensor compared to a competitor brand meter. On (B)(6) 2020, the caregiver obtained a scan of 240 mg/dl, and treated the (B)(6) year-old customer with insulin based on the scan. After 2 hours, the customer became pale, weak, and had a seizure. The sensor scan displayed 'lo' (< 40 mg/dl), and a blood glucose test of 31 mg/dl was obtained on competitor brand meter. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A caregiver reported high values when scanning the adc freestyle libre sensor compared to a competitor brand meter. On (B)(6) 2020, the caregiver obtained a scan of 240 mg/dl, and treated the 4-year-old customer with insulin based on the scan. After 2 hours, the customer became pale, weak, and had a seizure. The sensor scan displayed 'lo' (< 40 mg/dl), and a blood glucose test of 31 mg/dl was obtained on competitor brand meter. No further information was reported. There was no report of death or permanent injury associated with this event.